Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was undersensing premature ventricular contractions. The sensitivity and detection delays were adjusted. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.